Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving morphine (concentration 4 mg/ml, dose 0.2998 mg/day) via an implantable pump. The pump was suspected to be flipped in (B)(6) 2016; the pump was in the pouch but still moved around within the pocket as well, the physician thought it may be flipped. No symptoms were mentioned. No further complications were anticipated/reported